Manufacturer narrative:
Investigation results: seven samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples did not expel the solution; these needles are clogged. Furthermore, a device history record review was completed for provided batch number 0329679. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported is confirmed.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305916, batch#: 0329679. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: rcc received a complaint via email. Bd safety glide needle lot#: 0329679, exp: 11/30/2025. Needle lumen not patent. Unable to push out air or medication. Additional information provided: 1. Exact dates: several faulty needles prior but started entering midas events on 9/26/2024 had 1 faulty needle. On 9/30/2024 there were 2 reported. 2. No patient harm, as we have been testing the needles prior to patient use by expelling air. 3. Yes, we have collected a few of the faulty needles. (B)(6).